Event description:
It was reported through the litigation process that two years, one month, and twenty-four days post port placement via the left internal jugular vein access, a computed tomography scan was performed, which revealed that the port was allegedly fractured. Reportedly, as a result of the breakage, approximately four days later, surgery was performed to remove the port. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the alleged fracture as no objective evidence has been provided to confirm any alleged deficiency with the power port. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years one month and twenty-eight days post port placement, catheter fragment was noted to be located in the internal jugular vein and the right atrium. The right common vein was punctured using direct sonographic guidance, and a 7 french sheath was placed using modified seldinger technique. A 6 french snare device was advanced into the superior inferior vena cava. This was then used to grab the catheter fragment, and the snare and catheter fragment were removed, along with the sheath at the right groin. Incision was made at the previous incision site. Port and remaining catheter fragment were removed. Fluoroscopy confirmed no retained catheter or port fragments. Left chest wall incision was closed. Successful removed the left internal jugular mediport and the attached catheter fragment. The investigation is confirmed for the reported fracture, material separation and migration. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two years, one month, and twenty-eight days post a port placement via the left internal jugular vein, the device had allegedly fractured. It was further reported that the fractured catheter fragment was allegedly noted to be located in the internal jugular vein and the right atrium. Furthermore, the retained portion of the catheter fragment along with the sheath at the right groin were retrieved with a snare device. Reportedly, an incision was made at the previous incision site and the port and remaining catheter fragment were removed. The current status of the patient is unknown.